Event description:
It was reported that the patient was hospitalized twice in the year prior to report. She was reportedly hospitalized 10 months prior to report for an undisclosed reason as well as six months prior to report for cervical osiomilitus (an infection in the vertebrae in her neck). They were thinking of removing a titanium rod and the medtronic device in case the infection was in those locations. Each time that the patient was hospitalized she had to tell them that she could not have an MRI. They did a nuclear bone scan instead. It was reported that the patient was last seen by her physician in (B)(6) 2014. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v649846, implanted: (B)(6) 2011, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).